Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized because the percutaneous lead exit site had moderate yellow secretion and red skin. A routine bacterial smear test was positive and antibiotic therapy was started. The wound dressing was changed every day. The event was reportedly resolved (B)(6) 2018. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.